Event description:
It was reported that during a da vinci s prostatectomy procedure, after removal of the monopolar curved scissors (mcs) instrument with the mcs tip cover accessory installed, an inspection of the mcs tip cover accessory by the surgical staff revealed that it had a hole. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The mcs tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering found that the mcs tip cover to have various mechanical tears and holes burned through the silicone. The silicone exhibits localized melting around the holes. The hole sizes vary from .008" to .015" and are located from .210" to .365" above the silicone to sleeve interface. Engineering concluded that multiple holes in the silicone of the tip cover indicates that multiple arcing events occurred as two of the holes are in line with each other and are directly adjacent to each other. In addition, one of three holes exhibits a tear on one edge. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.